Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a type b dissection and a 120 mm x 69 mm thoracic aneurysm at zone 4 approx 4 months ago. The diameter of the proximal end was 34 mm, the diameter of the distal end was 42 mm. There were no complications at the time of implant. It was reported at a recent f/u there was a type 1 endoleak present. The physician elected to implant a (B)(4) and the endoleak was resolved. No add'l clinical sequelae were reported and the patient is fine.